Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic microscope articulator arm test is very hard and microscope head was shaking. Procedure details and patient harm was not reported. Additional information has been requested but is not available at the time.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h11. The company representative was able to replicate the reported issue. The articulator arm and micro head were both replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported event is attributed to a non-conforming articulator arm and micro head. However, how or when they became non-conforming is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).